Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain, discomfort, mobility issues, psychological and emotional trauma, elevated metal ions, and MRI revealed peritrochanteric fluid collection. After review of medical records for MDR reportability, it was reported that the patient was revised to address chronic pain disability due to the failed hip arthroplasty. Admission notes reported grinding of metal implants released metal ions into the patient's blood. No lab results were provided. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.